Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by the customer that the probe had failed during therapy. There was patient involvement; however, no adverse consequences were reported at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.